Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection of the actual sample, a hole was observed in the pump segment of the replacement line, which would have allowed the leakage event. In addition, the return screwed connector and effluent port were noted to be broken. The most probable contributing cause for the breakage of the dialyzer components was related to transportation and or shipping. The reported condition was verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the replacement line of a prismaflex tpe200 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to b5: it was reported that an external fluid leak was observed from the replacement line of a prismaflex tpe2000 (previously reported as tpe200) set during priming. Additional information added to h3, h6, and h11: h11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photo and video were reviewed and showed a leak from the replacement pump segment. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.